Event description:
It was reported that on (B)(6) 2014, the patient's inratio inr result was 2.0. The patient experienced severe abdominal pain and was hospitalized for unspecified internal bleeding. The laboratory inr result was 10.0. Treatment included administration of vitamin k. Following the treatment, the inr had decreased to 1.6. The patient remained hospitalized for approximately two (2) days and was discharged once the inr results had stabilized. Though requested, there was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation; therefore, investigation of the device associated with this complaint cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house retain testing of the same lot was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and there were no issues related to the complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.